Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 430 mg/dl. The patient's legal guardian attempted to place a pod on patient three times but struggled due to difficulty with the cannula penetrating the skin. After being unable to successfully apply the pod, she switched to insulin injections. The pod was not worn. Symptom reported include headache. The patient was diagnosed with medium ketones. The patient was treated with intravenous (IV) fluids and insulin shot. The patient was discharged same day.